Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 296 mg/dl. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.